Event description:
Nurse educator reported patient's (pt) hemodialysis treatment was initiated on the baxter 1550 device. Pt's blood pressure dropped 1/2 hour into the treatment and pt complained of cramping. Healthcare professional (hcp) stopped treatment 3 times and administered normal saline boluses each time for a total of 800 cc's. Hcp had to discontinue treatment when pt was noted to be shaking, unable to focus and reported having a headache. Pt was transferred to the emergency room. Hemodialysis prescription included the following: length of treatment 4 hours, goal weight to be removed 1.1 kg, conductivity 13.8, dialyzer baxter CT 190. Total ultrafiltrate removed was 1.27 kg. No further info was available regarding this event.